Event description:
The customer reported that the pump's battery would not charge, despite attempts to resolve the issue using different wall outlets and adapters. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer reverted to multiple daily injections (mdi) as backup therapy and a replacement pump was arranged.